Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
There is an additional notation on the implant data card "poor result from mv repair" suggesting that this was a failed ring repair. The ring was replaced with a valve same date. However, we have been unable to verify this information. There has been no response from the surgeon despite attempts to contact by email on 01/04/2010 and 01/11/2010 for additional information and return of this device for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.